Event description:
A phase I clinical trial to evaluate immune response kinetics and safety of two different primes: adenoviral vector vaccine and dna vaccine; each followed by adenoviral boost in healthy, hiv-1 uninfected adults. This vaccine is given via im injection to a normal volunteer's deltoid using a needle-free injection system produced by biojector. During a routine injection and at the time the trigger was pulled, the biojector "kicked-back" breaking the seal between the arm and the syringe. Result: 1. An incomplete injection was given. Some vaccine entered the volunteer and some vaccine appeared on the surface of the arm (using gauze sponge vaccine was collected and placed in a yellow biohazard bag).2. At the injection site, a one centimeter long, superficial laceration resulted from the external stream of vaccine (an oval dot bandage was applied).